Event description:
When the product is connected to the medication vial and then to the IV bag, the bag is to be bent in half and applied to "pop" the stopper out of the connector and into the vial, enabeling used to squeeze fluid into the vial for mixing. Then the vial and bag. Rptr is having trouble with the stopper in the connector not completely dislodging into the vial and then setting sucked back into the connector and lodged there. This keeps the fluid that has been squeezed into the vial from being "milked" back into the IV bag. This wastes the vial of medication and the IV bag as well as nursing and pharmacy time.